Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient's medical issue reportedly resolved. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing wound dehiscence and device extrusion. The recipient underwent an intravenous antibiotic treatment. Revision surgery will be scheduled.